Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that during an intervention on the left subclavian artery, the covered stent deployed as intended at 10 atm to 12mm. The physician was unable to remove the delivery system easily. He applied negative pressure on the balloon to deflate it completely but it still was hard to remove. The physician applied force and the shaft came out leaving behind the balloon portion within the sheath. He was able to successfully remove the balloon and sheath. No harm came to the patient.